Event description:
Chronic fatigue pain nausea headaches lost my hair several autoimmune diseases lupus for hysterectomy the essure has ruined my life. I had it put in me for 13 years it was in me and it has literally ruined my life. FDA safety report ID# (B)(4).